Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after surgery and device met specifications as per service installation record. A company representative would be the presence of fluid between the cornea and the applanation cone, which can be confirmed by treatment report picture, and possible epithelial hyperplasia. The mentioned corneal epithelial hyperplasia can result from many causes, including topically applied chemical and physical irritants; systemically administered toxins; reduced tear production; bacterial, viral, or fungal infections; nutritional deficiencies; heritable defects. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. Root cause for this event could not be identified conclusively, however no technical root cause could be identified, device met specifications. An inappropriate insertion of the patient interface, together with thin flap planned, fluid under patient interface and docking technique could lead to the described event. The manufacturer internal reference number is: 2024-54562.

Manufacturer narrative:
H.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the flap was found to be much thinner than programmed, with the presence of white spots and epithelial hyperplasia. Additionally, there was a vertical gas breakthrough, the flap was not lifted in the patient right eye, during lasik surgery. The surgeon plans to perform photo refractive keratectomy (prk) at a later date. Additional information received in follow-up, during the post-operative consultation, it was concluded that there is superficial punctate keratitis on the flap. There are multiple related reports for this facility. This specific report addresses patient's (B)(6) with the right eye issue, and additional reports from other manufacturers will be filed.